Event description:
A customer contacted baxter (B)(4) regarding a missing component of a minicap. The customer stated they received a minicap that was empty. There was no patient involvement, and no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.